Event description:
Customer reports to have high blood glucose which ranged from low 300 mg/dl to 587 mg/dl, which were treated with manual injections. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer did not have tubing clamp to complete troubleshooting. Insulin pump passed self test. After troubleshooting, customer was advised that tubing clamp would be sent in order to complete troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.